Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient. The manufacturer reported receiving information alleging an issue related to the bipap device's sound abatement foam. The device was returned and the manufacturer has confirmed of reported pressure issue, odor and power supply connector. Section b5 was previously reported incorrectly, which is now corrected in this follow-up report. Section g2 was marked incorrectly in previous report as company representative. The report should have been sent for foreign and consumer in g2. Section g6 was marked incorrectly in previous report as 15days . The report should have been sent for 30 days and initial in g6. Section h6 was marked 4112 for type of investigation code, 135 for investigation findings code, 12 for investigation conclusions code in previous report. In this follow-up report, 10 is also added with 4112 for type of investigation code, investigation findings code is changed to 174, investigation conclusions code is changed to 23.